Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, device did not fire once the reload was in place. The surgeon then used another handle and reload to resolve the issue in order to complete the case. There was no patient injury.